Event description:
The user facility reported that the angio-seal guidewire could not pass through the product sheath, therefore the product could not be used. Patient condition and procedure outcome are unknown. Additional information was received on 11jul2023: the surgeon refers to the sheath as the locator/dilator assembly. A pre-deployment angiogram was performed. There was no blood loss. Hemostasis was achieved by replacing angio-seal with a another new one. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9 and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal vip was returned for product evaluation. The returned sample consists of a mated hemostasis sheath and arteriotomy locator, carrier tube, and a header bag. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The arteriotomy locator and sheath were properly mated upon receipt. The carrier tube was returned in the forward lock position. No other damage or deformation was found on the returned device. Functional testing was performed by attempting to insert the guidewire into the locator and hemostasis sheath assembly. The guidewire was able to be inserted successfully into the vessel model without any resistance or issues. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).